Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.1. Date: (B)(6) 2010, inr: 5.9, inr: 5.0. Pt dropped coumadin dose on (B)(6) 2010. Pt's therapeutic range: 3.0-3.5 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.9, 2nd inr: 5.0, mean: 5.45, sd: 0.64, %cv: 11.68. The 4.1 inr was excluded from comparison test since no corresponding lab or repeated inratio value was provided. Analysis of customer's data revealed that repeated inratio test result comparison meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Pt's condition of aps may have affected inr testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.